Event description:
It was reported that the patient presented with wide complex tachycardia and possible syncope. Interrogation revealed that the device entered backup vvi, possibly caused by electromagnetic interference. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and the cause of the backup was a power-on reset (por). The cause of the por could not be determined. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the device¿s patient notifier component was found to be defective and would not vibrate despite receiving normal activation signals from the hybrid.